Event description:
During a pta procedure of an unknown target lesion, a powerflex extreme 6x4 80cm guidewire lumen leaked. Vessel/lesion characteristics were not reported, and it was unknown if there was difficulty crossing the lesion. While inflating the balloon (maximum pressure unknown), the pressure could not be maintained and the device was removed from the patient without difficulty. The balloon was inflated after it was removed from the patient, and it was noticed that saline was leaking from the guidewire lumen. No rupture was visible, but it was likely that the guidewire lumen was damaged. The procedure was completed with another balloon catheter. There was no patient injury.

Manufacturer narrative:
The product has been returned for analysis, but the analysis has not yet been completed.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device malfunction was initially reported as a leak in the guidewire lumen. Additional information was received via the failure analysis report that the device leak was in the hub of the device not the lumen. This complaint no longer meets the criteria of an MDR reportable event. The potential that a leak in the hub could cause or contribute to death or serious injury or other significant adverse event is remote. A non sterile powerflex extreme 6.0mmx4cm, 80cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated. No other anomaly was observed in the returned device. Device was review under microscope at 16x of magnification and the hub presents no evidence of damage. The balloon and mb do not present any anomaly. An attempt to inflate the balloon was done, and during inflation at 2 atm it was noted a leakage in the guidewire lumen port of the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed. The exact cause of the leakage on the hub could be conclusively determined and it is related to the (B)(4). An internal investigation was opened to investigate this failure and an improvement of (B)(4) was done.